Manufacturer narrative:
An event strip from (B)(6) 2017 was reviewed. Note that it is unknown if the provided strips are continuous. In additional the provided strips were photocopied and some of the messaging is illegible or cut off from the provided pdf document. It is unclear what lead was being monitored/displayed. What is shown is a dashed line indicating no input from whatever lead was selected/monitored. What is also shown is a charge to 150j and a delivery of energy (155j / 112 ohms) consistent with delivery to a patient. There is then a charge to 200j followed by a "shock canceled" (choc annul) message. There is then a charge to 150j followed by a "shock canceled" (choc annul) message. The device was sent to the local philips bench for evaluation. The reported issue could not be reproduced during evaluation. The paddle set and connectors were also visually inspected and tested with no issues. The device passed all required testing and remains at the customer site for use. We are unable to determine the cause of the reported symptom as it could not be reproduced during evaluation or confirmed by review of the event strips.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that after the first shock the defibrillator would not charge for additional shocks. The involved patient died.